Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted that the device header was loose but not separated from the device and the back one fourth of the device header was cut. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion the physician experienced difficulty removing the right ventricular (rv) lead from the header of the pacemaker. The physician was able to successfully remove the lead after using bone cutters to detach the back of the header. The rv lead sustained no damage and was able to be re-implanted with the new device. The pacemaker was explanted as expected and returned for analysis. No adverse patient effects were reported.